Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle appears broken with the deployment knob components separated and detached from the device. A stress mark is observed on one of the deployment knob snap fit tabs along the flexible edge but remains intact. The other deployment knob snap fit tab has detached and was not returned with the device. There was no damage evident to the second deployment knob component. The deployment knob appears to retract and advance the capsule without the components attached. The trigger moves to fully advance and retracted positions without the deployment knob components attached. The tip-retrieval mechanism appears intact. The device was returned with the end cap snap fit/screw gear connected. The distal tip of the capsule seats flush against the tip ledger when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned and evaluated by medtronic; visual analysis confirms the reported deployment knob separation. A stress mark was observed on one of the deployment knob snap fit tabs but the tab remained intact, and the other tab was detached. Deployment knob separation typically occurs due to failure of one or both snap fit tabs holding the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve, the deployment knob of the delivery catheter system felt "too easy" to turn. As the valve was deployed on the back table, the handle separated. The same valve was loaded onto a different dcs was used for a successful implant. No images are available for review. No adverse patient effects were reported.